Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the pt was in cardiogenic shock and the decision was made to use intra-aortic counterpulsation. While in the cardiology unit, during insertion of the intra-aortic balloon (iab) with the super arrow-flex (saf) sheath into the pt's left femoral artery, the proximal tip of the balloon blocked at the end of the saf sheath. The iab and saf were both removed. As a result, the md requested another iab kit for the insertion. There was no reported pt death. The pt's status was critical. Reference MDR #1219856-2010-00803 for the second event, MDR #1219856-2010-00804 for the third event and MDR #1219856-2010-00805 for the fourth event involving the same pt. It was noted that intra-aortic counterpulsation was not used.